Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: the syringes are dirty.

Manufacturer narrative:
H.6. Investigation summary: three photos and 448 loose 10ml syringes were received and visually inspected. 21 of the syringes appeared to have grease attached to the barrel with particles larger than level 3 in size and were rejectable per product specification. One of the syringes was observed to have a brown embedded foreign matter particle above the bd logo. It appeared to be burnt plastic and was larger than level 3 in size, which was rejectable per product specification. Potential root cause for the foreign matter defect is associated with the material handling process. There may have been some grease on the conveyor that transports the molded product into assembly. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on either defective rate identified. Batch: 9058776 is considered in compliance with our product specification requirements. Ftir (fourier transform infrared spectroscopy) analysis was completed on the dark material observed on the surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely grease. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: the syringes are dirty.